Manufacturer narrative:
Covidien reference (B)(4).

Event description:
Covidien received info stating that an 840 ventilator generated error codes that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.